Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient's mother reported patient was having elevated blood glucose levels of more than 400 mg/dl with the current box of infusion sets. Mother stated, the issue has occurred 4 times. Mother reported, patient took a correction with the infusion device but no success, and then would take another correction. Patient's normal blood glucose range is 100-150 mg/dl. Patient's mother stated during the last incident on (B)(6) 2010, they noticed the infusion set was leaking at the area of the cannula housing to the infusion tubing. Mother reported, the infusion set was changed and the blood glucose returned to normal. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.